Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual examination shows no sign of any defect. The returned unit was inflated, and no leakage was detected. The most probable root cause is an inflation device remained in the inflation valve allowing the air to escape. Please refer to our ¿instructions for use¿ under the section ¿warnings / precaution (cuff-related):¿ where it states ¿syringes, three-way stopcocks or other luer tip devices should not be left inserted in the inflation valves for extended periods of time¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the cuff was pre-test with a syringe and found leaks. There was no patient involvement.